Manufacturer narrative:
The tech found the rocker arm was broken. The tech replaced the rocker arm with the brake/steer upgrade kit.

Event description:
Info received indicates the head end brake is not holding but the foot end brake is holding good.